Event description:
The hospital reported that during a coronary artery bypass graft surgery, one heartstring seal did not fire when the surgeon deployed the seal into the aortotomy. A replacement device was used to complete the case. There were no patient effects reported by the hospital.

Manufacturer narrative:
Investigation results: visual inspection revealed that the seal subassembly was outside the delivery tube and inside the loader device. It appeared as if the seal was loaded, the delivery device was pulled out, but the seal subassembly got stuck and remained behind inside the loader device. The delivery device has been shoved back into the loader device prior to shipment. There was no evidence of blood contamination. Based upon these findings, the complaint that the seal failed to deploy is not confirmed. As a secondary observation, this appears to be a case of failure to load. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B) (4).